Event description:
It was reported that the patient presented for a routine device check experiencing vertigo. Upon interrogation, elevated capture threshold and high pacing impedance were detected on the right ventricular lead. No intervention was performed at this time. The patient would continue to be monitored. The patient was in stable condition.